Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was failure of product to contain blood/medication. This event occurred 7 times. The following information was provided by the initial reporter. The customer stated: "the wingset pbbcs was placed with its tubing cut in some packages."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cut tubing as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cut tubing. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was failure of product to contain blood/medication. This event occurred 7 times. The following information was provided by the initial reporter. The customer stated: "the wingset pbbcs was placed with its tubing cut in some packages."